Event description:
The hospital reported that the anesthesia machine had functioned normally the previous day and was cleaned by staff that evening. During a preoperative checkout of the machine the following day, the hospital reportedly noted tidal volume could not be achieved. The hospital further reported the flow sensors were damaged by the staff that cleaned the machine. There was no pt involvement.

Manufacturer narrative:
This complaint was determined to be reportable as this same complaint for a stuck open flow sensor diaphragm has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service representative performed a checkout of the equipment and confirmed the damage to the flow sensors. The aestiva user manual cautions the user.